Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged power supply) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply connector was bent. The cause of the inability to power on is the damaged power supply connector. The root cause of the damaged power supply unit cannot be positively identified. No adverse event resulted from the damaged power supply. The charger/modem was replaced.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem power supple was damaged. The patient was issued a replacement charger/modem.